Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during the third repositioning attempt, the lead appeared to get caught up in a knot and it appeared to separate the polyurethane sleeve between the first and third lobes. The physician was barely able to get in back inside the catheter to safely remove it from the body. The lead was not used and another lead was used to successfully complete the procedure. There have been no patient complications reported as result of this event.